Manufacturer narrative:
Zimvie complaint number (B)(4): the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, there was bone debris on the implant internal and external threads. Damage to the implant was identified. The implants drive feature was damaged, likely from removing the mount. A fractured mount was not returned with the implant. DHR review was completed for the subject lot number 1291916. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1291916 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release and dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during placement. Therefore, based on the available information, a device malfunction could not be verified. The mount was not returned with the implant. The implant had removal damage, likely from attempting to remove the mount. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k013227.

Event description:
It was reported that after implant placement, when attempting to remove the mount, the mount would not disengage from the implant. When attempting to remove the mount, it fractured. No impact on the patient was reported. The process was completed with another implant.